Event description:
A physician reported that an ophthalmic suture needle was blunt. Details of the procedure and the impact on the patient were not provided. Additional information has been requested but is not available at the time of this report. Additional information indicated that during the cataract surgery, the needle was blunt. The procedure was completed with another suture, without any impact on the patient. This report refers to case one of a total of two from the same facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).